Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the ins setscrew with additional setscrew under grommet. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. An extra setscrew was found lying sideways under the grommet. One half of the grommet was removed and not returned and the other half has a large hole cut in it. After removal of the grommet and extra setscrew, the original setscrew was found under some broken pieces of silicone in the correct location and had not been backed out. This setscrew was able to be tightened to a lead. Damage to the tecothane was from the top indicating it was from attempting to turn in the extra setscrew and the original setscrew had not been backed out at all. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a defective implantable neurostimulator (ins) that occurred during a procedure. The ins could not be screwed onto the electrode. The hcp tried to screw on the ins correctly; however, the screw in the case of the ins was beyond the thread, which was visible. It was noted that the hcp did not screw in the wrong direction. No factors were noted to have led to the event. Troubleshooting was not possible, as could not do anything. Another ins was used with no problems. The issue was noted as resolved.